Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The contact reported a leak of a chemotherapeutic agent. An unspecified secondary tubing set was connected to a primary plumset and was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. It was reported that while disconnecting the secondary tubing set from the plumset, an unspecified volume of solution spilled onto the clinician. There were no reported adverse pt effects or delay in therapy critical. No medical interventions were reported. Though requested, no additional info was provided including the name of the drug that leaked, additional event info, and the method used to clean up the fluid that leaked.